Event description:
Pt had a laparoscopic appendectomy on (B)(6) 2011. Pt was discharged to home on (B)(6) 2011. She returned to the emergency department on (B)(6) 2011 with abdominal pain. CT of the abdomen revealed a metallic foreign object in the abdomen. Pt returned to surgery. A megadyne cautery tip was isolated in the omentum and removed.